Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced r-wave and t-wave oversensing (twos) which resulted in the detection of tachycardia episodes. It was further reported the icm detected false pause episodes which appeared to be undersensing. The icm remains in use. No patient complications have been reported as a result of this event.